Event description:
Civil complaint claims consumer used renu, type unspecified, throughout 2005. Consumer complaint claims vision deteriorated until he became blind. No other information was provided. Event was previously reported on 1/19/07 under rae e2006014, renu with moistureloc summary report. Civil complaint received claims use of renu contact lens solution, type unspecified.